Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that the past two weeks when connecting to myptm they were getting a lot of not found and reboot messages. During the call the patient's handset was lagging at 90% and it took them two or three minutes to connect 100%. Caller noted not long after they got the pump that was when it lagged at 90% and would constantly reboot and resync. During call agent walked caller through clearing data and closing all applications. Caller was able to connecting to myptm app like normal. Caller will call back if issues persisted.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID hh90t01 (serial: (B)(6) ); product type: 2201-mobile platform; section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.